Event description:
It was reported that the stopper separated from the plunger on the bd plastipak¿ concentric luer lock syringe. This event occurred 2 times. The following information was provided by the initial reporter: "we have had a further two issues with syringes in recent weeks."

Manufacturer narrative:
Initial reporter name and address: initial reporter address 1: (B)(6). Investigation summary: multiple photos were provided to our quality team for investigation. The product was visually inspected and the stopper was verified to be incorrectly assembled, partially detached from the plunger rod. There are no other visible defects that could have contributed to the issue observed. A device history review was performed for lot 2109023, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. A camera system is used in the assembly machine to detect missing or improperly assembled stoppers. While we could not identify a direct issue, it was determined this incident occurred as a result of improper alignment of the plunger/stopper to the barrel during assembly, the camera system did not properly detect the issue therefore the sample was not discarded. Manufacturing personnel have been notified of this incident to increase awareness of this matter. Complaints received for this device and reported condition will continue to be monitored by our quality team for signs of emerging trends.